Manufacturer narrative:
Pump monitored for several days. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit received with all operating currents within spec and passed the rewind, error test, prime test, excessive no delivery test and displacement test. No unexpected weak battery anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked battery tube threads.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer was informed that (B)(6) batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.